Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)') and nephrolithiasis ('kidney stones') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included adenomyosis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal, breast pain, fever, chills, vaginal bleeding, vomiting, diabetes, heart attack, lung disease, hot flashes, temperature intolerance, ureterolithiasis, abdominal pain, d & c and flank pain. Concomitant products included estradiol (estrogen), ondansetron (zofran), sertraline hydrochloride (zoloft) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash generalised ("allergic or hypersensitivity reaction type: general rashes around elbows thigh"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cardiac disorder ("blood or heart disorder/condition type: heart"), 3 days after insertion of essure. On (B)(6) 2013, the patient experienced osteoarthritis ("autoimmune disorder type of disorder: osteoarthritis in knees"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menopause ("hormonal changes describe: full menopause"), urinary tract infection ("infection (bladder / urinary tract/vaginal) type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems bad teeth"), hypoaesthesia ("neurological conditions or problems type: numbness"), food poisoning ("stomach poisoning"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), arthralgia ("joint pain"), nephrolithiasis (seriousness criterion medically significant), abdominal distension ("bloating"), rash ("rashes"), skin disorder ("skin conditions"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: both"), dyspepsia ("digestive sytem condition") and abdominal pain upper ("pain in stomach") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (kidney stone removal and laparoscopic assisted vaginal hysterectomy). At the time of the report, the pelvic pain, menopause, rash generalised, female sexual dysfunction, anxiety, osteoarthritis, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, hypoaesthesia, food poisoning, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, alopecia, arthralgia, cardiac disorder, gastrointestinal disorder, dyspepsia and abdominal pain upper outcome was unknown, the genital haemorrhage, urinary tract infection, abdominal pain lower, nephrolithiasis, abdominal distension and rash had resolved and the depression and fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, food poisoning, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, menopause, migraine, nausea, nephrolithiasis, osteoarthritis, pelvic pain, rash, rash generalised, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Essure lot number(s): I do not know, I do not have access to this number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Smear cervix - on (B)(6) 2017: negative. Ultrasound abdomen - on (B)(6) 2016: impression: left inferior pole 0.3 cm renal calculus, stable. Nonobstructive bowel gas pattern. No acute abdominal process identified. X-ray - on (B)(6) 2016: abdomen : impression: unchanged position of the left upj versus left renal collecting system calculus measuring 0.6 x 0.4 cm. The stone is positioned at l2-3. Nonobstructing left midpole renal calculus also measures 0.4 x 0.6 cm. No distal urinary tract calculi. The findings will be called to the ordering service. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, pelvic pain, vaginal discharge, fatigue, nausea. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs & mr received: new events - hormonal changes describe: full menopause, abnormal bleeding (general), allergic or hypersensitivity reaction type: general rashes around elbows thigh, infection (bladder / urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, autoimmune disorder type of disorder: osteoarthritis in knees, rashes or skin conditions type:, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: heart , nausea, dental problems, neurological conditions or problems type: numbness/stomach poisoning, nickel allergy, dysmenorrhea(cramping), surgery (other) type of surgery: kidney stone removal, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: migraines/headaches, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: both, hair loss, joint pain, bloating, pain in stomach were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Severity of event lower abdomen and joint pain were updated as severe. Outcome of event pain in stomach, bleeding, urinary tract infection, kidney stones, rashes, bloating were updated as recovered/resolved and depression and fatigue were updated as recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.